Event description:
Patient's mother reported in (B)(6) 2013,exact date is unknown, the patient played in the garden and afterwards she detected that the transfer set was separated from the luer on the infusion device. Mother stated sometimes there are white deposits in the infusion set tubing. Mother reported no health problems. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint describing a broken/cracked luer cannot be verified due to mishandling of the product by the customer. Result a visual inspection and a test for flow and leak were performed on the returned used transfer sets. The tubing was split from the luer lock reservoir connector, also the tubing was leaking. The static pull test was performed on one of the two used transfer sets, and it was found within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Also the static pull test of tubing-connector was performed and it was found within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.